Manufacturer narrative:
X-ray analysis: prevail procedure performed at c3-c4 and c4-c5 shows screw backed out at c3 superior, with screw no longer present because of esophageal erosion and oval excretion of device by report. Patient has older c5-7 fusion. Prevail is indicated for single level cervical fusion and this would be off label use. Root cause: surgical technique.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, patient presented with pre-op diagnosis as: herniated disc at c3/c4. For which patient underwent anterior cervical diskectomy and fusion (acdf) surgery at c3/c4. Post-op, patient present to surgeon as she coughed up a screw while brushing teeth. Doctor took x-rays which revealed a missing screw at the superior aspect of the c3 spacer. It appeared that the screw either backed out over the locking wire or the wire broke and the screw backed out of the implant then migrated to the trachea, and the patient pushed on the loosen screw creating a hole and "cough" it up. Films also revealed an old and fully consolidated arthrodesis c5 and c6 with anterior locking plate and transfixing screws at c5,6 and 7 in excellent status. The two new interbody grafts were fully consolidated on the films of (B)(6) 2016 and appear unchanged in radio logical appearance with the films earlier on (B)(6) 2010. The upper screw at c3 was missing in the new films. Patient complained of odynophagia and dysphagia. Also patient had to underwent gi endoscopy and barium swallow test. On (B)(6) 2016, the patient presented for an acute pain in front of the neck followed by a coughing episode and expulsion of a screw. The upper screw of the interbody graft extruded, perforated the esophagus and was regurgitated. The film showed a broken wire. Patient was in acute distress. Patient had dyspnea, developed epiphoria with prolonged esophagus and seems to "loose the air" on long sentences.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.